Event description:
It was reported that since (B)(6) 2014, in situ testing showed electrode channels with status hi. However, as per the audiologist, the patient is having access to sound with his cochlear implant. According to the patient's mother, the patient suffers from a psychomotor disorder and hits his head very often, but the patient never suffered a big trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.